Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to a bad motor, caused by misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device had intermittent power. There were no delays to the surgical procedure and an identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown; it was stated only that the event occurred during the month of (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.